Manufacturer narrative:
The customer contacted (B)(4). After evaluation of the instrument data, the tsc specialist advised the customer to replace the integrated multisensor technology sensor, realign the sample probe, and run a system conditioning. The customer did so, and then ran quality controls, all of which were within range. Precision studies were performed on the patient samples that discordant results had been obtained on. All samples resulted as expected and the precision results were within specifications. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The operator reran the samples on the same instrument and the anion gap results changed for the three patients. The operator then discovered that sodium had resulted higher upon rerun. The rerun results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.